Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during an unknown procedure performed on an unknown date. During the procedure, the clip deployed inside the scope or as soon as it exits the scope. The procedure was completed with a resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Date of event: date of the event was approximated to (B)(6) 2023 based on the date the manufacturer became aware of the event. The complainant was unable to provide the suspected lot number. Therefore, the manufacture and expiration dates are unknown. Imdrf device code a150103 captures the reportable event of clip prematurely deployed in unknown anatomy.